Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed and product found to be in good condition with missing back label. Customer's complaint of error code 10102 was verified. The event log was not available. Service will re-install the software applications. Use testing was performed. The problem source is customer induced.

Manufacturer narrative:
Additional information received from customer. No patient involvement.

Event description:
Update from customer. No patient involvement. Errors found during pm testing.